Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a reported depth of 5 mm. Moderate-severe paravalvular leak (pvl) was noted. Two post-implant balloon aortic valvuloplasties (bav) were performed with slight improvement. A second valve was successfully implanted at -2 mm which reduced the pvl to mild-moderate. A post-implant bav was performed and the pvl remained the same. No further treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.